Event description:
A patient reported experiencing inaccurate erratic results with a sse meter.the patient's blood glucose results were 538 mg/dl, 158 mg/dl. Tests were done within <10 minutes with a difference of 97%. Patient did not experience any adverse events. No further information has been reported.